Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 13mar2019 to assess the m01117 testing instrument in question. The test well images in question appeared as visually negative, except for test wells two (2) and four (4) which appeared visually as weakly positive. An immucor field service engineer (fse) visited the customer site on 14mar2019 to assess the testing instrument in question and found that the terminal between the washer manifold and the manifold tubing was not tight or secure. Consequently, the fse secured the tubing and the terminal. Following these securing actions, the fse assessed the instrument again and then found the following. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody identification when tested with a galileo echo instrument, when tested on (B)(6) 2019.